Manufacturer narrative:
(B)(4). Batch # t5cu1y. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the stapler failed to fire all the staples only fired one side. Unknown which side. It is unknown how the case was completed. There was an unknown patient consequences reported.